Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the surgeon was able to press the green button and squeeze the handle but the stapling was not done perfectly hence bleeding occurred. Another device was used to complete the case. There was no patient injury.